Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx 300w xenon lightsource had heat damage on the turret. Additional information received on 08oct2018 noted that there was smoke. There was no patient injury. It is unknown if there was any patient contact or a delay in surgery.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, failure analysis and determination of root cause is not possible as the complaint could not be verified given that a product sample was not returned to verify the complaint. The complaint will be closed in accordance with integra lifesciences complaint process. If the product returns after the closing of the complaint, the complaint can be reopened and the material evaluated. The reported complaint is unconfirmed.

Event description:
N/a